Event description:
Medtronic received information that two days post implant of this 23mm bioprosthetic valve in a congenital heart patient, high gradient measurements were noted. The medtronic 23mm valve was explanted and replaced with a smaller 21mm non-medtronic valve. No adverse patient effects were reported. Of note, the surgeon had enlarged the aortic root with a pericardial patch in the non-coronary sinus prior to implanting to accommodate the 23mm medtronic valve. The surgeon had sized the medtronic valve according to a previously explanted non-medtronic valve which was also a 23mm. This was a first time implant for the surgeon in a patient with two prior valve surgeries. It was reported that the stent height of the medtronic valve was higher than non-medtronic valves the surgeon has implanted.

Manufacturer narrative:
The product was discarded and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause of the high gradients could not be determined. Based on the received information the high gradient measurements most likely were the result of valve oversizing.